Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas 6000 c 501 analyzer. The sample initially resulted in a potassium value of 5.3 mmol/l with a data flag. The value was reported outside of the laboratory. The sample was automatically repeated by the analyzer since the analyzer was set up to repeat samples with values initially recovering > 4.5 mmol/l. The repeat potassium value was 4.69 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration data was acceptable. The field service engineer could not duplicate the issue or determine a cause. The engineer performed cleaning maintenance of the ise flow path and valves. Ise checks were performed. Calibration, controls, and precision studies all passed. The investigation could not identify a product problem. The cause of the event could not be determined.